Event description:
Ferrosan a/s has received an adverse event from united kingdom on spongostan (an absorbable gelatin sponge) not marketed in the USA, but in the same device family as the surgifoam product range. Pt adverse reaction to spongostan absorbable gelatin sponge: routine lumbar discectomy for a prolapsed disc l3/4 level. Two pieces of spongostan were used (one square broken in half). Spongostan was used partly as a haemostatic agent, but also to prevent adhesions forming in the epidural space. After approx. 24 hours they developed a left sided foot drop. Over the next 24 hours they developed a complete cauda equine lesion with bilateral foot drop and loss of all movement in their feet with sensory loss in the sacral dermatomes. After approx. 48 hours emergency exploratory operation was performed. Removed spongostan, one large and several smaller pieces of aggregated spongostan, which had set almost like cement and was clearly causing extradural compression. This had been shown clearly on a pre-operative emergency MRI scan. Pt is making slow recovery. It is not possible to be sure about the long term prognosis and it may well be that they will not make full recovery.